Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) gave an uncommanded bolus during the night. The patient's blood glucose level decreased to 3.9 mmol/l (70.2 mg/dl).

Manufacturer narrative:
In the case description, the user mentioned receiving microboluses while their bg levels were low. User reports this has been occurring for a while. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of microboluses being delivered when they should not have. The patient history buffer (phb) audit data showed that the automatic glucose control (agc) algorithm was able to appropriately adapt the delivery of microboluses based on the user's estimated glucose value (egv)'s and their inputs. The phb data showed that the system was able to reduce and stop delivery of microboluses as the user's egvs decreased for several cycles as expected. The phb data showed that the system did not deliver microboluses while egvs were below 60 mg/dl and only delivered microboluses while egvs were below the user's target when the egvs were predicted to increase for several cycles, which is expected behavior of the system. The system was determined to have function as intended.